Event description:
It was reported that the customer sent the device in because, it showed error on generator. The test showed that the handpiece had loose acoustic mount and loose stud. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.